Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) with stent implantation stent dislodgment occurred. While trying to cross a previously implanted stent, the promus element 3.00x20mm dislodged from the delivery system. It was implanted just before the target lesion, over the previously implanted stent. No damage to the first stent was reported. Another device was then used to fully cover the lesion. No patient complication was reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).